Manufacturer narrative:
Investigation results of flare detached. Visual evaluation of the returned device revealed that the flare was detached. The handle cannula was in good condition. The device has evidence of flaring process. The key has stains and it was slightly deformed, and the dongle shaft was also deformed. Functional testing could not be performed due to the flare detachment. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was prepared for use during a procedure. According to the complainant, the snare was tested and the snare failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; flare detached.